Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited noise. The noise could be reproduced with coughing. All other electrical measurements were stable. The device was reprogrammed. The patient would continue to be monitored.